Event description:
It was reported that the pump wasn't working and had been turned off. No other clinical data were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).